Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication livanova learned that the involved bubble sensor was giving false bubble alarms. Most likely this is due to the black plastic disk falling out of the sensor latch or cover. In case of bubble sensor triggering false bubble alarms, the pump is stopped by the bubble alarm even if no air is present in the monitored line. In such situations, the alarm can always be cleared/overridden by user, once the line is verified to be free of air, and the perfusion can be easily restarted. Thus, it is unlikely that a false bubble alarm will result in serious injury. Therefore, this complaint has been re-assessed as not reportable.

Event description:
Livanova deutschland received a report of a 3/8 bubble sensor malfunction during a procedure. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures thebubble sensor. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.